Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had their implantable neurostimulator (ins) taken out because there was an infection in the area. It was noted that the patient had 2 ins devices but was not currently using them. The patient stated that there was a sac of fluid with blood at the area of the infection so the healthcare professional (hcp) decided it would be best to have the ins device removed. It was believed that the infection occurred with the ins implanted in the upper back but noted they were unsure. The patient indicated that the device was removed a couple of years ago but did not know exactly when. The indications for use for the implanted device were noted as failed back surgery syndrome and occipital neuralgia. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.